Event description:
An abbott employee contact abbott's customer service to report the flexible pipetting center (fpc) was out of alignment, therefore, an internal work order was initiated for service to the instrument. The service technician found the sample dispense height was out of specification high and upon troubleshooting the instrument, observed the pipettor "bounce". The service technician replaced several parts on the instrument, performed all alignment checks and brought the instrument back into specification. No assays were performed at the time the alignment/pipettor issue was discovered on the fpc.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.